Event description:
During the device follow up visit the left ventricular (lv) lead moved on xray. It was reported that the lv lead exhibited high thresholds versus at implant. The lv lead was scheduled for revision, and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4).